Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(4) of diarrhea and peritonitis in a patient, coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experience diarrhea. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was diarrhea. On an unreported date, the patient began treatment with amikacin inj. 250mg ip twice daily. At the time of the report, the patient was still hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.